Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump, (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 1000mcg/ml in flex mode at a dose of 356.9mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. The patient was in a motor vehicle accident and following that experienced spinal headaches. The pump pocket appeared to be shifted and some incisional wear was noted. An x-ray showed that the catheter had slid caudally and pump protrusion was noted. Surgery was performed to revise the pocket and assess the catheter. The hcp was able to aspirate 3 ml from the cap (catheter access port), showing patency of the catheter. The anchor had been dislodged from the spinal tissue. The hcp reset the anchor into the tissue and sutured it. The catheter moved cranially and the hcp was pleased with its placement. The patient's status was alive -no injury. At the time of the report, the issue was resolved.